Manufacturer narrative:
Visual analysis of the returned uphold lite with capio slim revealed that the carrier was bent but extended fully. The capio head halves were pried apart during analysis which revealed that the wire to nitinol crimp was broken off and was inside the head of the device. There was heavy debris inside the head of the capio slim. The uphold lite mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. Device component (B)(4) is related to device (B)(4) for the problem of carrier detachment.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the carrier was unable to extend. The procedure was completed with another uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the wire to nitinol crimp was broken off and was inside the head of the device.